Manufacturer narrative:
(B)(4) this report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04350, 0001825034-2017-04372, 0001825034-2017-04373. Concomitant medical products: unknown vanguard articular surface, cat#: unknown lot#: unknown. Unknown vanguard tibial tray, cat#: unknown lot#: unknown. Unknown vanguard femoral, cat#: unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. X-ray review states that small metallic linear focus noted anterior to the femur on the second time point could potentially represent disrupted patellar component. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a accident approximately 5 years post left total knee arthroplasty. Subsequently, the patient is suffering from pain in the left knee, especially at night. Surgeon suspects that the implants have been damaged. Attempts have been made and additional information on the reported event is unavailable.